Event description:
The crimp cap and rubber stopper came off of a bact/alert fn blood culture bottle. The blood sample spilled into the incubator.

Manufacturer narrative:
An investigation of the event has been initiated. Additional information will be provided when it becomes available.